Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced a low blood glucose level of 2.1 mmol/l. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with carb intake. The customer reported possible insulin pump over delivery. Troubleshooting was provided for the low blood glucose. The customer reported a failed self test due to an insulin pump error. The insulin pump will return for analysis.